Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (52-53 mg/dl). Reportedly, the pump functioned as intended. Customer declined to provided additional information.